Event description:
Possible device failure that resulted in the artery not closing, due to patient low bp the hematoma never developed. Later after coding the patient, the area was scanned by ultrasound and found to be fluid filled.